Manufacturer narrative:
The affected devices were returned and evaluated. The tibial tray showed mild signs of burnishing on the inferior surface which likely occurred from movement of the tibial tray on the bone cement prior to removal from the body. Small amounts of bone cement were found adhered to the tibial tray. Roughness was measured at three locations on the non-burnished surfaces of the tibial tray and was found to be within specification. A functional test on the tibial tray was performed by attaching bone cement at a non-burnished location. The bone cement appeared to be well adhered and no signs of loosening was observed. Surface finish analysis of the components showed the roughness of the tibial tray fixation surface was within specification and cement was able to be adhered to the surface. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion.

Event description:
It was reported that a revision surgery was required due to a problem with the device. The reason is unknown.

Event description:
A revision surgery was required due to tibial loosening.